Event description:
The nurse reported they had two cases of blue fibers in the eye yesterday, but do not have lot numbers. The fibers were removed at the slit lamp during the one day post-op exam. The nurse stated that both patients are doing well. The surgeon stated the fibers were a darker blue; they looked like prolene (suture). Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.